Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('being e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included levonorgestrel (mirena). On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced hyperthyroidism ("hyperthyroid"), major depression ("major depressive disorder"), myalgia ("muscle ache"), pain ("ache/ ache from head to toe"), bone pain ("bone pain"), arthralgia ("sore knees/knee hurts"), feeling abnormal ("brain fog"), fatigue ("exhaustion/fatigued"), menorrhagia ("heavy periods"), thyroid mass ("thyroid full of nodes"), goitre ("goiter"), anxiety ("anxiety"), psoriasis ("also psoriasis on my ankle") and gait disturbance ("steps are difficult") and was found to have weight increased ("weight gain"). Essure was removed. At the time of the report, the medical device removal, major depression, myalgia, bone pain, arthralgia, feeling abnormal, fatigue, menorrhagia, thyroid mass, goitre, anxiety, weight increased, psoriasis and gait disturbance outcome was unknown. The reporter considered anxiety, arthralgia, bone pain, fatigue, feeling abnormal, gait disturbance, goitre, hyperthyroidism, major depression, medical device removal, menorrhagia, myalgia, pain, psoriasis, thyroid mass and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received. New event medical device removal was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("being e-free") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. The only concomitant product mentioned was mirena (levonorgestrel). On an unknown date, the patient had essure inserted. On unknown dates she experienced hyperthyroidism ("hyperthyroid"), major depression ("major depressive disorder"), myalgia ("muscle ache"), pain ("ache/ ache from head to toe"), bone pain ("bone pain"), arthralgia ("sore knees/knee hurts"), brain fog ("brain fog"), fatigue ("exhaustion/fatigued"), heavy menstrual bleeding ("heavy periods"), thyroid mass ("thyroid full of nodes"), goitre ("goiter"), anxiety ("anxiety"), psoriasis ("also psoriasis on my ankle") and gait disturbance ("steps are difficult"), was found to have weight increased ("weight gain") and underwent medical device removal (seriousness criteria medically important and intervention required). At the time of the report, the outcomes for medical device removal, major depression, myalgia, bone pain, arthralgia, brain fog, fatigue, heavy menstrual bleeding, thyroid mass, goitre, anxiety, weight increased, psoriasis and gait disturbance were unknown. The reporter considered anxiety, arthralgia, bone pain, brain fog, fatigue, gait disturbance, goitre, heavy menstrual bleeding, hyperthyroidism, major depression, medical device removal, myalgia, pain, psoriasis, thyroid mass and weight increased to be related to essure administration. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 23-apr-2024: upon internal verification it was found that argus cases (B)(4) are duplicates of each other. Therefore, argus case (B)(4) needs to marked for deletion. All information, including, events, reporters, references are transferred to retention case. On 29-apr-2024: no new information updated. On 30-apr-2024: no new information updated. On 30-apr-2024: no new information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("being e-free") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. The only concomitant product mentioned was mirena (levonorgestrel). On an unknown date, the patient had essure inserted. On unknown dates she experienced hyperthyroidism ("hyperthyroid"), major depression ("major depressive disorder"), myalgia ("muscle ache"), pain ("ache/ ache from head to toe"), bone pain ("bone pain"), arthralgia ("sore knees/knee hurts"), brain fog ("brain fog"), fatigue ("exhaustion/fatigued"), heavy menstrual bleeding ("heavy periods"), thyroid mass ("thyroid full of nodes"), goitre ("goiter"), anxiety ("anxiety"), psoriasis ("also psoriasis on my ankle") and gait disturbance ("steps are difficult"), was found to have weight increased ("weight gain") and underwent medical device removal (seriousness criteria medically important and intervention required). At the time of the report, the outcomes for medical device removal, major depression, myalgia, bone pain, arthralgia, brain fog, fatigue, heavy menstrual bleeding, thyroid mass, goitre, anxiety, weight increased, psoriasis and gait disturbance were unknown. The reporter considered anxiety, arthralgia, bone pain, brain fog, fatigue, gait disturbance, goitre, heavy menstrual bleeding, hyperthyroidism, major depression, medical device removal, myalgia, pain, psoriasis, thyroid mass and weight increased to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-may-2024: quality safety evaluation. Upon internal verification it was found that argus cases 2020-178620 & 2019-222476 are duplicates of each other. Therefore, argus case 2019-222476 needs to nullified. All information, including, events, reporters, references are transferred to retention case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.